Event description:
A facility reported that the cusa excel console 110v ac with footswitch (cusaexcel) emitted a water cooling alert. No patient injury or death alleged, but the event led to a significant increase of surgery time of 30 minutes for an "ablation of metastases" procedure.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a

Manufacturer narrative:
The cusa excel console 110v ac with footswitch was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis & root cause - the investigation of the unit confirmed the complaint: root cause was confirmed as cooling circuit was defective and needed to be repaired. Unblocking, cleaning and complete repair of the cooling circuit was performed and the device is operational. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.